Event description:
On (B)(6) 2011, one page of a user facility medwatch report was received from the customer indicating the following: during the lung biopsy, the coaxial portion broke between the lung mass and patient's scapula. Computed tomography (CT) and x-ray were both performed. Needle was removed later when surgery on the lung was performed due to biopsy results. On (B)(6) 2011, the customer indicated that the patient had the surgery, recovered from the event, and was discharged home the week of (B)(6). The part of the needle removed from the patient is available for evaluation. Note: it does not appear the user facility medwatch report was sent to the FDA by the customer as it did not contain a report number.

Manufacturer narrative:
(B)(4). Evaluation summary: one sample was received for evaluation; however, only one piece of the coaxial needle was received. During visual inspection, it was noticed that the coaxial device broke at approximately 4.5 cm. The remainder of the needle was not provided. The reported condition was confirmed. No issues were found during review of the documentation of internal manufacturing device history records for the lot reported that could result in the reported condition. The exact root cause for the reported condition could not be determined; however, based on the information provided, the most probable root cause of this incident could be related to the needle colliding with the patient's scapula being that the scapula is a bone that is located near the lungs. If this soft tissue needle collides with a bone, it could result in breakage. An action plan has not been proposed at this time as it is thought that the cause of the reported condition is not related to the manufacturing procedures.